Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The calibration files were reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed an error message upon boot up. No pt injury was reported.